Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a scd pump. The customer states prior to use on a patient, the power cable was found broken and could not be powered on. The inner copper wire was exposed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.